Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the diaper urethral stent was blocked from inside. It was further noted that the tubing under the cuff appeared to be smashed. There were no adverse effects reported due to the event and no report of an additional procedure.